Event description:
A patient with a history of deep vein thrombosis had a trapease filter placed below the level of the renal veins prior to his upcoming back surgery. The filter had complete wall apposition post deployment and had been deployed without tilt. The patient was not on anti-coagulation therapy, but received heparinized saline during the procedure. Three days after having back surgery, the patient became short of breath at home. Emergency medical services were called, and CPR was performed. A coroner notified the interventional radiologist that the patient had expired due to pulmonary embolism as a result of the trapease filter migrating to the heart. Additional information will be submitted within 30 days of receipt.